Manufacturer narrative:
(B)(4). The customer returned one arterial catheter. Signs of use were observed on the returned catheter. Visual inspection of the catheter did not reveal any defects or anomalies. The total length of the catheter body measured 53 mm , which is within the specifications of 52-56 mm per catheter graphic. The outer diameter of the catheter body measured 1.07 mm, which is within the specifications of 1.04-1.09 mm per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of catheter over guidewire." A lab inventory guide wire was threaded completely through the catheter with no resistance. The catheter was flushed with a lab inventory syringe and no blockages or leaks were detected. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a faulty arterial catheter was not able to be confirmed by complaint investigation of the returned sample. The returned catheter passed all relevant dimensional and functional testing. A device history record review was performed and no relevant findings were identified. Based on these circumstances , no issues were found on the returned arterial catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "it was impossible to monitor a blood pressure continuously". There was a delay in treatment and a new catheter was inserted. The consequence was reported as "pain and dissatisfaction of the patient".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was impossible to monitor a blood pressure continuously". There was a delay in treatment and a new catheter was inserted. The consequence was reported as "pain and dissatisfaction of the patient".